Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure the lead was bent forcibly while cutting the sheath. When removing the stylet from the lead, the tip of the is -4 connector was attached to the stylet. The lead was removed and a new lead was implanted. The patient was in stable condition following the procedure.